Event description:
A customer reported an issue with the pump display, which affected their ability to interact with it. Despite the display problem, there was no adverse impact on the customer¿s blood glucose levels, with values not exceeding the abnormal range. Tandem technical support resolved the situation by arranging for a replacement pump to be sent to the customer, who was also informed about training available in their tandem source account. The customer will use multiple daily injections (mdi) as backup therapy to ensure continued insulin delivery, and the faulty pump is to be returned to tandem using a pre-paid label.